Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer had diabetic ketoacidosis. Blood glucose values was 563 mg/dl and current bg value at time of call 200 mg/dl. Customer was hospitalized and treated with insulin drip. Troubleshooting was performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of reported event. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.

Event description:
Updated summary: information received by medtronic indicated that, customer was passed away at home on (B)(6) 2022 with high blood glucose and diabetic ketoacidosis. Before the deceased event, paramedics took the patient to the emergency room and hospitalized on (B)(6) 2022 for high blood glucose of 563mg/dl and diabetic ketoacidosis. Customer was feeling sick/unwell and not eaten in 3 days and was dehydrated. Customer had treated with her insulin pump insulin pen and insulin drip. Insulin pump was used with in 48 hrs of the reported event and auto mode was feature was active at the time of event. Customer was also used sensor. The insulin pump will not be returned.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b2, b3, b5, h1 and h6 under health effect - impact codes was incorrect. The correct information in section b2, b3, b5, h1 and h6 under health effect - impact codes has been provided with this report. Case severity was changed from ''serious injury' to 'death' and 'health effect - clinical code' for 'loss of consciousness' [2418] was included in this report.